Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer event of a broken xia 4.5 titanium long rod was confirmed via visual inspection of the device. The surgical technique states the fracture of the rod can be caused by biological, mechanical and physiochemical factors. None of the stated causes could be confirmed. Conclusion: the root cause of the fracture could not be determined.

Event description:
It was reported after the initial xia surgery, it was later noticed that a rod was broken; then on (B)(6) 2013 revision surgery was performed.

Event description:
It was reported after the initial xia surgery, it was later noticed that a rod was broken; then on (B)(6) 2013 revision surgery was performed.